Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an issue occurred with an enteral feeding pump. Upon triage on 28-feb-2018 the service tech found the enteral feeding pump had no audio.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for ¿unit had no audio.¿ a trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.